Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory had an observation relating to the detection. Analysis of the device memory indicated indicated ventricular tachy therapy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was discovered by the spouse who initiated cardio-pulmonary resuscitation. The patient was taken to the hospital, placed on ventilation, and admitted to the intensive care unit. It was also reported there was a device sensing/detectionproblem; the physician reported ¿it took a long time for detection and there was under-sensing during the episodes. Additionally, the delivered therapies were not able to bring the heart back to sinus rhythm.¿ re-programming was performed by changing the sensitivity and detection interval. Following, the patient received therapy for tachycardia. Of note, after the initial programming done at implant, re-programming was done due to the patient¿s sustained ventricular tachycardia, which was becoming faster. The patient remains hospitalized, and was placed on a left ventricular assist device. The implantable cardioverter defibrillator remains in use. Presently, it is not known if there is irreversible brain damage.